Manufacturer narrative:
Final device analysis of the lead revealed the following: no anomalies found. The returned lead was tested with a known good s creening cable. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
It was reported that the health care provider (hcp) was unaware of the specific issue with the implantable neurostimulator (ins), but they were told that during the procedure it was defective. They wanted to know if the lot number of a previous device was the same as the device that failed in the case this morning. The implanting hcp and manufacturer representative were there at the implant and the manufacturer representative was filling in for their regular manufacturer representative. The implanting hcp thought the problem might be similar to one reported in august. The hcp attempted to implant the lead and the lead was not registering and not reading correctly. The device was replaced with another product and they would send the lead back for analysis. There was no patient death, no patient injury, and the patient recovered without sequelae.

Manufacturer narrative:
Concomitant: product ID 3889-33, lot# va0plry, product type lead. Product ID 357664, product type screening device. Product ID neu_perc_extension, product type extension. Product ID neu_stylet_acc, product type accessory. Product ID neu_stylet_acc, product type accessory. Product ID neu_stylet_acc, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.